Event description:
The facility representative reported to baxter that a solution set with a duovent spike was cracked. It was reported that this occurred during use; however, it is unknown if this occurred during priming or patient connection. It is unknown at this time if there was any patient involvement, patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer.